Manufacturer narrative:
Manufacturer's reference number: (B)(4). It was reported that a (B)(6) -year-old female patient underwent a cryoballoon ablation procedure for atrial fibrillation with a webster cs catheter and suffered a cardiac tamponade (requiring pericardiocentesis and surgical intervention), an arrhythmia nos (requiring cardiac pacemaker insertion), and death. The returned device was visually inspected, and was found in normal condition. The catheter was evaluated for carto 3 system performance, and was recognized by the system with no error messages and proper visualization. Eeprom data demonstrates that the catheter was properly calibrated during manufacturing. The catheter was tested for electrical performance, and was found within specifications. Additionally, a deflection test was performed, which the catheter passed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root causes of the adverse events and patient death remain unknown. The instructions for use state that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
Event description continuation: transseptal puncture was performed with a st. Jude medical brk transseptal needle and a st. Jude medical swartz sl0 sheath. Other sheaths included a medtronic flexcath advance steerable and terumo long 8 french introducers x 2. Generator parameters, generator settings, power titration, last ablation cycle time at the site of injury, and irrigated catheter flow setting were not reported, as this procedure was a cryoablation and the only bwi product used was a webster cs catheter. Overall cryoablation time was 20 seconds. Patient received anticoagulant after transseptal puncture with activated clotting time (act) checked every 30 minutes and maintained between 250-300 seconds. There were no errors reported on any bwi equipment during the procedure. The webster cs catheter was the only bwi product used during the procedure. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: st. Jude medical brk transseptal needle, model # 407200, lot number unknown, st. Jude medical swartz sl0 sheath, model # 407449, lot number unknown, unspecified medtronic cryoablation devices, medtronic flexcath advance steerable sheath, model # 4fc12, lot number unknown, abbott vascular supra core peripheral guidewire 35, model # 1002703-01, lot number unknown, terumo long 8fr introducers (qty: 2), model # rs+b80n25aq. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a cryoballoon ablation procedure for atrial fibrillation with a webster cs catheter and suffered a cardiac tamponade (requiring pericardiocentesis and surgical intervention), an arrhythmia nos (requiring cardiac pacemaker insertion), and death. The webster cs catheter was placed and the coronary sinus was cannulated. Transseptal puncture was performed with a medtronic cryoablation transseptal kit under transesophageal echocardiography (tee) guidance. Cryoballoon was positioned in the left inferior pulmonary vein (lipv). Stimulation test was performed on electrodes 1-2 of the webster cs catheter. Cryoablation of the lipv was initiated. During the first cryoablation, the patient¿s blood pressure and rhythm began to deteriorate. Tee revealed a pericardial effusion that progressed to a cardiac tamponade. Remainder of procedure was aborted. Pericardiocentesis was unsuccessful. Patient continued to deteriorate. Mini-thoracotomy using intercostal access was performed for tamponade management and a cardiac pacemaker was implanted. Patient was reported to be in stable condition. Additional information received indicated that the patient expired a few hours post-procedure. It was noted that the webster cs catheter was in the coronary sinus when the tamponade occurred. It is unknown at precisely what point in the procedure the tamponade occurred. Tamponade may have resulted from transseptal puncture. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the tamponade is that it was related to procedure, as it is a well-known complication of ablation and possibly related to the patient¿s condition.

Manufacturer narrative:
On 8/28/2017, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
It is suspected that the transseptal puncture created the pericardial effusion/cardiac tamponade. During the management of the complication, the right ventricle was perforated by the drain device used to reduce the effusion. The patient was unable to recover, and was maintained on a respiratory machine before being removed from it on (B)(6) 2017, the actual date of death. No autopsy was performed, as this is a known complication of this type of procedure. The cavotricuspid line was scheduled to be ablated with the help of the carto 3 system, but the complication arose prior to this, and the carto had not yet been initialized. (B)(4).